Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent placement of a left ventricular assist device (lvad). When the balloon pump was removed the following day, the device began oversensing, and delivered inappropriate shocks. One of the shocks put the patient into ventricular fibrillation (vf), and the device was unsuccessful in converting the arrhythmia. The device was then programmed off. Technical services (ts) discussed the potential sensing issues, and discussed that sensing should be evaluated. Subsequently, during a device check approximately two weeks later, the field representative reported that in secondary sensing vector, p, q, r, and t-waves were being oversensed in addition to other artifacts. Alternate sensing vector was then assessed, and showed t-wave oversensing. Primary sensing vector showed oversensing of p and r-waves in addition to other artifacts. Ts discussed that alternate sensing vector is typically the best vector in the presence of an lvad, and discussed that if alternate is programmed, the likelihood of inappropriate shocks would have to be considered. The field representative planned to discuss the concerns for inappropriate therapy in all sensing vectors. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent placement of a left ventricular assist device (lvad). When the balloon pump was removed the following day, the device began oversensing, and delivered inappropriate shocks. One of the shocks put the patient into ventricular fibrillation (vf), and the device was unsuccessful in converting the arrhythmia. The device was then programmed off. Technical services (ts) discussed the potential sensing issues, and discussed that sensing should be evaluated. Subsequently, during a device check approximately two weeks later, the field representative reported that in secondary sensing vector, p, q, r, and t-waves were being oversensed in addition to other artifacts. Alternate sensing vector was then assessed, and showed t-wave oversensing. Primary sensing vector showed oversensing of p and r-waves in addition to other artifacts. Ts discussed that alternate sensing vector is typically the best vector in the presence of an lvad, and discussed that if alternate is programmed, the likelihood of inappropriate shocks would have to be considered. The field representative planned to discuss the concerns for inappropriate therapy in all sensing vectors. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the vf was terminated with external shocks. Programming changes were made to try and find a sensing vector that would be appropriate with the lvad, however, this was unsuccessful. The device remains programmed off, and a lifevest was being considered.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent placement of a left ventricular assist device (lvad). When the balloon pump was removed the following day, the device began oversensing, and delivered inappropriate shocks. One of the shocks put the patient into ventricular fibrillation (vf), and the device was unsuccessful in converting the arrhythmia. The device was then programmed off. Technical services (ts) discussed the potential sensing issues, and discussed that sensing should be evaluated. Subsequently, during a device check approximately two weeks later, the field representative reported that in secondary sensing vector, p, q, r, and t-waves were being oversensed in addition to other artifacts. Alternate sensing vector was then assessed, and showed t-wave oversensing. Primary sensing vector showed oversensing of p and r-waves in addition to other artifacts. Ts discussed that alternate sensing vector is typically the best vector in the presence of an lvad, and discussed that if alternate is programmed, the likelihood of inappropriate shocks would have to be considered. The field representative planned to discuss the concerns for inappropriate therapy in all sensing vectors. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the vf was terminated with external shocks. Programming changes were made to try and find a sensing vector that would be appropriate with the lvad, however, this was unsuccessful. The device remains programmed off, and a lifevest was being considered.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent placement of a left ventricular assist device (lvad). When the balloon pump was removed the following day, the device began oversensing, and delivered inappropriate shocks. One of the shocks put the patient into ventricular fibrillation (vf), and the device was unsuccessful in converting the arrhythmia. The device was then programmed off. Technical services (ts) discussed the potential sensing issues, and discussed that sensing should be evaluated. Subsequently, during a device check approximately two weeks later, the field representative reported that in secondary sensing vector, p, q, r, and t-waves were being oversensed in addition to other artifacts. Alternate sensing vector was then assessed, and showed t-wave oversensing. Primary sensing vector showed oversensing of p and r-waves in addition to other artifacts. Ts discussed that alternate sensing vector is typically the best vector in the presence of an lvad, and discussed that if alternate is programmed, the likelihood of inappropriate shocks would have to be considered. The field representative planned to discuss the concerns for inappropriate therapy in all sensing vectors. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the vf was terminated with external shocks. Programming changes were made to try and find a sensing vector that would be appropriate with the lvad, however, this was unsuccessful. The device remains programmed off, and a lifevest was being considered.